Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: skin reaction. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 600cc mentor memorygel breast implant prostheses and experienced bilateral skin reaction and left-sided rupture postoperatively. The patient started experiencing bilateral itchiness and chest pain shortly after the implantation in (B)(6) 2020. MRI performed (unspecified date) indicated left-sided rupture. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. The date of event was estimated as (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.